Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that user alleged insulin pump was under delivering because their high blood glucose did not go down. Customer stated they experienced high blood glucose level and was treated with insulin pump. Customer¿s current blood glucose level was 290 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode. Customer stated reservoir had air bubble which were successfully removed. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.